Event description:
It was reported that the 4-40 stud was broken while tightening the instrument prior to the case. The case was completed with another hand piece. No patient consequence was reported.